Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm, failed battery test and low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test . The customer's blood glucose was 100 mg/dl at the time of incident. Insulin pump was damaged and type of damage was crack. Troubleshooting was performed. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Customer will receive a replacement pump. The product was returned for analysis.